Manufacturer narrative:
(B)(6). This report is for two (2) 4.5 mm unknown cortex screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as 2012, exact date is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent an open reduction internal fixation (orif) of the hip with the dynamic hip screw (dhs) system on unknown date in 2012. On unknown date it was determined patient had a non-union and unspecified femoral neck fracture. Patient was returned to surgery on (B)(6) 2018 where all hardware was removed and patient was revised to a total hip replacement. It was reported that two (2) 4.5 mm cortex screw were broken along the screw shaft. All fragments were retrieved. Surgery was completed successfully with no delay. Patient reported in stable condition. Concomitant devices reported: 130 degree dhs plate-short barrel 4 hol/78 mm (part 281.504, lot 6048337, quantity 1), dhs lag screw (part number unknown, lot number unknown, quantity 1), 1.5 mm headless compression screw (part number unknown, lot number unknown, quantity 1), 4.5 mm cortex screw part number unknown, lot number unknown, quantity 2).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.